Event description:
The facility reported a pump with failure code 810:04. This occurred during patient use. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 810:04 was confirmed. Inspection of the device found that this failure code was caused by the pump's air in line printed circuit board being out of specification. This part was recalibrated.